Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have imprecise motion. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. The pitch motion was delayed from the master tool manipulator (mtm) input commands. Common cause of this failure is attributed to a component failure. Additional observation not reported by site that is related to the primary failure was also identified: the maryland bipolar forceps instrument was found to have a loose pitch cable at the distal end. No damaged input disks or clamping pulleys found. This failure caused the intuitive motion failure of the instrument. Common causes of the failure mode loose instrument pitch cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The instrument will be transferred to engineering for further investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was transferred to a failure analysis engineer for further investigation. Initial findings were confirmed. The instrument was placed on an in-house system and tested for intuitive motion. The instrument was confirmed to exhibit imprecise motion. The motion was normal and followed the mtm commands but were non-exact. This is attributed to the observed loose pitch cable. The root cause of the failures is a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps instrument did not follow the movement of the operator, however, the energy worked. The movement of the wrist on the instrument was completely different from that of the operator. The instrument was replaced with a backup. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to confirm that the issue occurred while the surgeon was attempting to manipulate instruments from the surgeon side console at about 10 minutes into the procedure. The movements of the surgeon did not scale appropriately to the instrument. The movement observed was sometimes larger or smaller, completely inconsistent with the movements of the surgeon's hand and a slight trimmer of the instrument was observed. The problem was persistent and there were no instrument collisions. The instrument was inspected before use with no issues noticed and was replaced with a back after the reported issue. The operation was not prolonged.

Manufacturer narrative:
Based on the claim against the product by the customer noting movement was different than the operator, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps instrument did not follow the movement of the surgeon. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.